Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned in good condition. The investigator was unable to replicate the customer reported product problem (pump stopped running). The investigator ran the pump program for an extended period of time. No product problems were observed. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The motor was replaced as a preventive measure.

Event description:
Information was received that a smiths medical cadd ms3 stops running. No adverse patient effects were reported.